Manufacturer narrative:
The CPR uni-pads iii electrodes were received in the original box and package unopened. The customer's report was verified; the caution label that warns the user to not use the purple CPR sensor on infants younger than 1 year was missing. The pads were scrapped at zoll. Further evaluation of the instruction for use confirmed that the IFU does warn the user with a visual aid, as well as written documentation that the CPR sensor/puck should not be used on an infant under 1 year of age. A risk assessment was performed to assess potential risk of harm due to the missing label. The investigations determined that this was an isolated event, and has been corrected. The risk of harm was determined to be low, no field corrective action recommended. There is no impact to the fit, form or function of the electrodes ability for them to deliver therapy. The verbiage listed in the IFU, documents the proper use and associated pediatric-patient contraindications. The visual aid on the label is to provide a quick, visual reminder to trained users about proper use. Proper clinical training and review of the IFU is recommended for use of pediatric electrodes on infants. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming testing, the electrode pads packaging was missing information. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.